Event description:
Customer to report cough and congestion. Md recommended discontinued use of the soclean with their CPAP, received unspecified prescription medication.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.